Event description:
Soft contact wearer using amo complete solution contracted eye infection, which persisted and recurred over a period of months. Used five months - soak lenses daily, overnight. Event abated after use stopped.